Event description:
Additional information received via fax of november 2005, in a cardiac catheterization lab report. The procedure was to treat a calcified lesion in the 2nd diagonal. The lesion was pre-dilated several times. When the mini vision stent delivery system (sds) was advanced to the lesion the stent dislodged from the balloon. Then another stent, a 3.0 x 12 vision, was used to trap the dislodged stent which was used to compress the stent into the vessel wall within the lesion in the 2nd diagonal.

Event description:
It was reported that upon advancement, the stent dislodged proximal to the lesion partially in an unintended location. A 3.0 x 12 vision stent was used to compress the stent against the vessel wall and was also able to completely cover the lesion site.